Event description:
The customer reported that during a shoulder arthroscopy as the surgeon began to insert this ablator into the surgical site, a "glow of light" came from the end of the ablator wand and a sizzling noise was heard. This occurred without activation of the on button and resulted in a mild burn to the pt's skin around the edge of the surgical site. The user reported that this event occurred wiith 2 ablators, and the generator settings were 90 watts cut & 70 watts coag. There was no report of serious injury or required medical intervention related to this event.

Manufacturer narrative:
Investigation finding: conmed linvatec received this ablator for evaluation and could not confirm the reported problem because the device was inoperable. The ablator handle was disassembled and a visual examination of this unit found salt like deposits on the circuit board. The other event reported MDR#: 1017294-2008-00153. Instructions for use (IFU) cautions: if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings high power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. The recommended maximum generator settings with use of this device are: maximum 200 watts "cut" & 50 watts "coag". Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the pt. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Avoid unnecessary activation between tissue applications to avoid patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the pt. Inadvertent activation while in contact with the patient may result in burns.